Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing episodes due to myopotential oversensing were observed. The device was reprogrammed. Patient condition was stable.